Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not functioning. It was observed that the patient was in atrial fibrillation (af) but had good sensing. Additional information was requested however the field representative could not recall for a specific device issue. All available information suggests that this ICD still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).